Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector will not stay latched) has been confirmed. Upon investigation, the trunk cable connector tabs were broken and the electrode belt was unable to securely connect to a monitor. The root cause for the broken connector tabs could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt connector will not stay latched.